Manufacturer narrative:
The associated device were returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threads on the retaining rod fractured off and was returned. The devices were manufactured in 2007 and 2015 and exhibit signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
The broken device was identified with the new lot number 15gsp0010.

Event description:
It was reported that during a treatment procedure, threaded tip broke off. No delay reported. No revision surgery performed. Backup available. No injury or impact to the patient reported yet.